Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to a left antebrachial shunt the balloon was reported to have ruptured at 20 atmospheres. The vessel was described as having heavy calcification and mild vessel tortuosity with a stenosis of 80%. During removal, the balloon caught with the 4f medikit sheath. The device was removed forcefully with the sheath from the patient. The distal tip was found missing. It was found at the ostium of the pulmonary artery under CT and still remains in the patient. One non sterile catheter slalom thrill 6.0 x 4 40cm 4f was received coiled inside a plastic bag. The distal tip was not included in to bag. Only one marker band was included and it was found separated of the catheter inside a plastic bag. There were blood residues on the catheter. The catheter was received with one guide wire into the lumen of body shaft. There were noted residues of crystallized contrast medium. The balloon appears as if it had been inflated and deflated. The balloon presents an axial burst and distal tip was ripped. No other anomalies were observed in the returned device. Leak test perform could not be performed due to balloon conditions. Dimensional analysis for tip od of proximal balloon seal was performed, and the od of proximal balloon seal was 1.402mm. Sem analysis was performed in order to identify the cause of balloon burst. Results show that the balloon external surface exhibit evidence of abrasions and scratches. The sample exhibited no evidence of internal surface damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies other than being returned separated from the body. A review of the manufacturing documentation associated with this lot presented the following; the balloon burst, distal tip separated and withdrawal difficulty reported by the costumer were confirmed; however, the exact cause of the balloon burst failure could be attributed to the procedure, the balloon rbp must be 14 atm and the balloon burst at 20 atm, which is outside of the balloon rpb. The distal tip separate and withdrawal difficulty failures could be related to the retrieval procedure since the balloon got stuck in the sheath and it was apply force to remove the device. Neither the DHR review nor the product analysis suggest that the difficulties experienced by the customer could be related to the manufacturing process, controls are in place to prevent defective balloons from leaving the facility, no corrective action will be taken at this time. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics along with exceeding the rated burst pressure may have contributed to the balloon burst. Vessel characteristics and procedural factors may have contributed to the reported distal tip separation as force was applied during removal of the device.

Event description:
The target lesion was left antebrachial shunt. The patient was an (B)(6) female. Heavy calcification and mild vessel tortuosity, the rate of stenosis was 80%. Slalom thrill (complaint product) was delivered and inflated at 14atm. As the stenosis was still observed, the balloon was inflated up to 20atm but ruptured. B-braun indeflator (B)(4) was used. During the removal, the balloon was caught with 4f medikit sheath. The device was forced to remove together with the sheath from the patient. The distal tip was found missing. Surgical operation and echo were conducted at the target lesion but it could not be found. Later, it was found at the ostial of pulmonary artery under CT though it is still remained in the patient. The complaint product will be returned to your side for analysis.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete.additional information will be submitted within 30 days of receipt.